Manufacturer narrative:
An event of paravalvular leak, device migration, and improper or incorrect procedure or method (valve snaring) was reported. Information from the field indicated that when releasing the valve, the doctor applied ventricular tension and the valve descended into the ventricle, leaving a paravalvular leak. Additional information from the field indicated that there was sufficient calcium to allow anchoring of the device. No information was received regarding implant depth, retraction difficulties, or valve sizing. Based on all available information, the reported device migration appears to be related to procedural conditions (ventricular tension). The reported paravalvular leak appears to be a cascading event of the device migration. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant. During procedure, the entire device was assembled correctly, when releasing the valve the doctor applied ventricular tension and the valve descended into the ventricle, leaving a paravalvular leak. The physician tried to snare the valve for one time and reposition, but there was no success. The migrated valve did not block the coronary artery. After analysis by the medical team, it was decided to implant another valve. A new 23mm navitor valve was chosen and implanted successfully without any harm to the patient, zero leak and average gradient of 4mmhg. There was no significant delay in the procedure. The patient was discharged two days after the procedure. The doctor verbally reported that the patient returned for consultation and was doing well.